Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The outer insulation of the lead developed a breach due to a depression while in vivo. The outer insulation of the lead was observed to have blood ingression. The outer insulation was breached with blood ingression at 21.5 cm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that both the ra and rv lead appeared to be oversensing and noise, with episodes showing lead interaction between the leads. Isometrics showed both leads had crosstalk with showing mirror oversensing on both channels and patient symptomatic. A chest x-ray showed there was a crossover of the leads over the first rib and clavicle. The rv lead exhibited oversensing of sensing integrity counter (sic) and under pacing.

Manufacturer narrative:
Continuation of d10: w1dr01 ipg implanted on (B)(6) 2020. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced bradycardia and dizziness. It was also reported that the right atrial (ra) lead and the right ventricular (rv) lead had insulation damage due to clavicle or rib crush. The ra lead and the rv lead were explanted and replaced. No further patient complications have been reported as a result of this event.